Manufacturer narrative:
Literature article name: costa, j.; alió, j.significant hyperopic shift in a patient with extreme myopia following severe hypotonia caused by glaucoma filtering surgery. European journal of ophthalmology 2019, vol. 29(1) np6¿np9. Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A literature article reported that after glaucoma shunt procedure, patients experienced hypotony and hyperopic shift due to axial length shortening. Additional information has been requested.